Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the crp4 (tina-quant c-reactive protein IV) assay on a cobas 8000 c 702 module. On (B)(6) 2022, patient sample 1 was tested with crp4 lot 645302. The sample initially resulted in a crp4 value of 14.69 mg/dl and repeated as 66.44 mg/dl. On (B)(6) 2022, patient sample 2 was tested with crp 4 lot 653390. The sample initially resulted in a crp4 value of 0.39 mg/l. The sample was repeated two times, resulting in values of 91.2 mg/l and 85.00 mg/l. The questionable results were reported outside of the laboratory. The crp4 reagent lot was 645302 with an expiration date of 30-jun-2023. The crp4 reagent lot was 653390 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service engineer checked the analyzer and replaced the rinse tube. Instrument alarms were observed. The field service engineer determined that the rinse tubes for detergents were swapped. The investigation is ongoing.

Manufacturer narrative:
The tube connection was corrected and the field service engineer performed preventive maintenance. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.